Event description:
It was reported that the patient¿s device had moved and was causing them discomfort. The device moved about 6 months ago and the patient had a surgical revision to reposition the device about 6 months ago. It was noted that the device was in a bad place again, this started about 4 months ago, and the patient thought the device was hitting a nerve. The patient could not walk well and was in pain. It was reported that the pain was causing the patient to cry. It was stated that the patient¿s health care provider (hcp) was difficult to get in to see for an appointment and the patient may consider seeking urgent care if they could not get an appointment with their hcp for a device check.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va014tx, implanted: (B)(6) 2012, product type: lead. (B)(4).